Event description:
The facility returned an aa4203tl toric silicone single piece lens to the manufacturer torn. Per the information provided with the returned product, the trailing haptic was torn in the injector while being inserted. The lens was removed with no patient injury, no enlarged incision or sutures. The lens was replaced. The damage was detected during the preparation for use. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4).

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn into two pieces. Pieces of the lens optic and both haptics were torn off and missing. There was evidence of brownish surgical residue. (B)(4)